Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.